Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the hard disk of the host pc. The fse replaced the hard disk, restored the ghost back up and returned the system to use in good working order.

Event description:
It was reported to philips that the system did not startup. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the hard drive in the host-pc. The device was returned to expected functionality.